Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: analysis of the returned device identified: weight to the spec, white particles in the shell, creases fold, wear abrasion and deformation device. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported a possible right side leak, "inflamed into the armpit, aching, and burning" and previously had a "benign tumor" they believe may be "coming back." Patient additionally reported that "for the past two years" they have experienced "full body rashes, brain fog, no energy, swelling in face and purple lips and a rash in the face." These events are deemed not related to the device. Healthcare professional reports right side capsular contracture, baker grade IV. The device has been explanted.